Event description:
It was reported the correct cleaning tube was not used while reprocessing the gastro intestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer's allegation was not confirmed. The subject device was not returned to olympus for evaluation. Based on the investigation and the available information, it is likely the issue was due to an incorrect part used for reprocessing in error; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.